Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the cause of the injury may have been too much oversizing of the valve for the patient anatomy. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards japanese affiliate, during a transfemoral tavr procedure the valve was expanded in two steps, taking the patient¿s anatomy into consideration. The 26mm sapien 3 valve was inflated with seven (7) ml of contrast less than nominal volume and then the balloon was inserted further into the left ventricle (lv) and the valve was expanded again with two (2) ml less contrast. The valve was implanted in the targeted position as intended; however, the blood pressure lowered in a few minutes and the transesophageal echo showed pericardial effusion. Pericardiocentesis was performed. Percutaneous cardiopulmonary support (pcps) was initiated with cardiac massage. Astriction with patch was conducted via thoracotomy. The pcps was weaned off and the chest was closed. The patient left the operating room intubated and drain-tube inserted. The final outcome is unknown at this moment. The physician mentioned that the valve size was too big for this patient and ¿the valve expanded too much¿. The lv side of the balloon might have been inflated more than usual.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.